Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the night after the implantable cardioverter defibrillator (ICD was implanted, there was an alert due to the right atrial (ra) lead was not proper connected to the header. The issue was fixed with second surgery procedure. The ra lead remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analyst commented, alert for atrial bipolar lead impedance greater than 3000 ohms on (B)(6) 2014. Then atrial pace impedance returned and remained stable within a normal range.